Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365scc2218700; model: sc-2218-70; serial: (B)(4); batch: 7086194.

Event description:
It was reported that the patients linear leads slipped and a paddle lead needed to be put in by the physician. The patients paddle lead was replaced and patient was doing well postoperatively. The linear leads were kept by the facility.